Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the 4 way valve was not shifting. Additional malfunctions include the pilot valve had low ohms, the clamps were installed, and the tie wraps were installed.